Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: h4. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: a review of the receiving inspection (ri), skyline spring clip driver was conducted identifying that lot number was gm4033301 released in three batch. ¿ batch 1: lot qty (B)(4) units were released 04 mar 2014 on with no discrepancies. ¿ batch 2: lot qty (B)(4) units were released 04 mar 2014 on with no discrepancies. ¿ batch 3: lot qty (B)(4) units were released 03 mar 2014 on discrepancies. Supplier: seabrook medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2024, the surgeon was having trouble tightening the screw during surgery. Upon inspection, it was noted that the teeth on the driver had stripped. There was no impact to the patient or procedure. Another driver in the set was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.